Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they returned to work three weeks post implantable pulse generator (ipg) system implant they felt dizzy. The patient reported the dizziness resolving after changing their computer keyboard. Follow up revealed the patient also experienced muscle twitching from one of their leads. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.